Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the stent dislodged from the balloon, during preparation, prior to use in the pt. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. It is possible that if excessive force is applied during the removal of the protective sheath or if inadvertent positive pressure is applied during the preparation of the device, this can cause the stent to become loose and/or dislodge.